Manufacturer narrative:
The customer informed a remote service engineer (rse) on 29sep2023 that the backordered part, which had been delaying the replacement of the touchscreen, had been replaced. A good faith effort (gfe) response from the customer was received on 13oct2023 confirming that the touchscreen had been replaced to resolve the issue and the replaced part would be returned to philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the alarm silence function was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) found that the touchscreen required calibration to attempt to correct the alarm silence issue. The customer then ordered a replacement touchscreen. In a good faith effort (gfe) response from the customer received, it was confirmed that the replacement touchscreen had been received at the customer site. The customer stated that the touchscreen had not yet been replaced because they are awaiting the arrival of a second part to complete the device repair. The repair for this unit cannot be conducted at this time due to the other part being on back order, as the service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The additional material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.